Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Further information was requested but not received.

Event description:
Related manufacturer reference number: 2938836-2019-17600, 2938836-2019-17601, 2938836-2019-17602. It was reported that noise oversensing, loss of capture, abnormal impedance, lead to device abrasion, and inner insulation breach were observed on the leads. In most of the cases, the patients were asymptomatic one pacemaker dependent patient experienced syncope and lightheadedness since noise oversensing possibly inhibited ventricular pacing and caused asystole. Device pocket manipulation and isometric pectoral muscle exercises were performed to confirm lead noise oversensing. Programming changes were made, and leads were replaced.